Event description:
It was reported that during a tvt procedure, needle separated from the mesh while being pulled through the tissue. Another device was used to complete the procedure. There were no adverse pt consequences and no extended surgical time.